Manufacturer narrative:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the water tank of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information of ds2adv auto CPAP alleging no power to unit even with different power cord. There was no report of serious or permanent harm or injury. The device was returned to the philips investigation lab (pil) centre. The device was evaluated. External investigation found evidence of minor wear and tear such as scuffing/smearing on the ui bezel. Mineral deposits were observed on the heater plate and in the water tank. Small amount of corrosion was visible on the water tank pan. Mineral deposits were also observed on the bottom enclosure near the heater plate, including on both enclosure screws. Using a known good dc power supply and ac power cord, pil attempted to power on the device. Device did not power on and a slight electrical burning odor was observed. Pil disconnected power and was consequently unable to access or review the device's logs. Internal investigation observed buildup of dust/dirt contamination around the therapy button and between ui bezel and middle enclosure. Evidence of liquid ingress, corrosion, and/or contamination was observed on the underside of the top enclosure piece. Thermal discoloration and corrosion were observed on the underside of the touchscreen component and on the touchscreen connector cable. Evidence of a thermal event was observed on and around the q2, as well as evidence of liquid ingress to the pca, including mineral deposits. Further evidence of liquid ingress was observed around the therapy button sw1, in the vicinity of fb8, and on/around the u4. On the underside of the pca, opposite to the q2 on the top side, scorch marks, corrosion, and exposed pca substrate were visible. Examination of the iso port tube found evidence of liquid ingress, thermal discoloration, melting, and an unintentional cavity in the plastic. The pca substrate appears to have left a physical impression in the plastic of the melted portion of the iso port tube. Examination of the humidifier seal found thermal discoloration and evidence of mineral deposits. Evidence of liquid ingress was visible on the interior of the rear panel. Dust/dirt buildup in the air inlet was evident. Evidence of liquid ingress was also visible beneath the air filter slot at the beginning of the airpath. Evidence of liquid ingress to the blower and blower box was observed as well as dust/dirt contamination. Significant accumulation of mineral deposits and hair-like fibrous contamination were observed beneath the heater plate. Risk tags (er2233162 v8) associated with these failure modes could include: loss01, loss03, loss05, burn01, burn09, shock04, fire01, irrit02, irrit03, irrit06, irrit11, infect01, infect02, infect04, control01. The results of this investigation do not impact the calculated risks.